Event description:
During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed, and the patient immediately had wide open central aortic insufficiency (cai). Pressure was immediately lost and CPR was started. The team made a decision to try to deploy the 23mm sapien xt valve to prevent placing the patient on bypass. The pigtail was used as a landing mark for the valve while CPR was being performed for the deployment. While chest compressions were stopped shortly to look for alignment, it was unnoticed that the pigtail had slipped into the ventricle during chest compressions. The patient had a fair amount of mac also which the pigtail had slipped down and sat near. It was believed the valve was positioned 50/50, however it was actually deployed about 10/90 aortic/ventricular. The valve remained in place for only a few seconds before it slipped into the ventricle. The patient was immediately placed on bypass and a second 23mm valve was prepped. The first sheath was removed and replaced with a new 16f sheath. The second valve was deployed 50/50 in the annulus. The decision was then made to open the patient¿s chest, however a large pericardial effusion was observed. The effusion was tapped and about 500cc was removed. An incision was then made in the aorta. The initial valve in the ventricle was crushed in half and pulled out through the 2nd valve and out of the opening in the aorta. The patient¿s chest was closed and she left the or with one edwards¿s valve in the annulus and in stable condition. An echo of the heart showed there was a prominent septal bulge without lvot obstruction. The septal bulge did not appear close enough to aortic valve to preclude tavr. The patient¿s native annulus was severely calcified. The native annulus measured 23x18.6mm2.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (CPR, too ventricular placement) and patient factors (severely calcified annulus, septal bulge, and slightly oval diameter) caused the valve to embolize into the ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.